Event description:
It was reported that approximately one year post a port placement, the catheter was allegedly found to be ruptured during saline infusion. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year post a port placement, the catheter was allegedly found to be ruptured during saline infusion. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one powerport attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was noted on the distal end of the attached catheter that was elliptical in shape. The distal catheter segment was not returned. Kinks were noted throughout the catheter. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be uneven and the surface was noted to be round and smooth in one region and slightly granular in the other region. Splits were noted on the border of both regions. Therefore, the investigation is confirmed for the reported fracture and the identified material separation, catheter wear and deformation issues. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6(device). H11: h6(method, result, conclusion). H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.